Manufacturer narrative:
Journal article: doi: 10.1002/ccd.25982 published online 29 may 2015 in wiley online library (wileyonlinelibrary.com). Title: long-term outcomes with first- vs. Second-generation drug-eluting stents in saphenous vein graft lesions. Journal: catheterization and cardiovascular interventions 87:34¿40 (2016).

Event description:
This journal article documents the findings of a study that compared outcomes of patients who received 1st generation drug eluting stents, with those who received second generation drug eluting stents. The medical records of patients who underwent svg pci between 2006 and 2013, at the facility, were retrospectively reviewed. The mean age was 66 years old, and 98% of the patients were male. Of the 278 patients treat, 116 patients (188 lesions) received second-generation des (31% of which were resolute integrity rx zotarolimus eluting stents), while 81 patients received first-generation bms stents. The first-generation des devices were more commonly used in the svg body, while second-generation devices were more commonly used in the svg anastomosis. Procedural success was similar with first and second generation devices (97% <(>&<)> 96%, respectively). Within one month of the index procedures, peri-procedural complications, all-cause death, mi and stent thrombosis had occurred throughout the patient group. After one month follow-up, all-cause deaths, mis and tvrs were noted in the patient group. Details of any interventions, and patient outcomes are unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.